Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the reported cardiac injury and tamponade could not be determined. Investigation results suggest/indicate in addition to the wire manipulation during the basilica and/or tavr procedures, patient factors (female gender, small lvot) may have contributed to the lv perforation and subsequent open surgery 6 days post tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Six (6) days post deployment of a sapien 3 ultra valve, open surgery was performed due to a left ventricle (lv) wire perforation. As reported, during the tavr procedure, prior to valve deployment, a basilica procedure was performed on the right and left leaflets. A 20mm sapien 3 ultra valve was successfully deployed in the aortic position. The patient was transferred to recovery in stable condition. The patient was in stable condition at the time of discharge. Six (6) days post tavr, the patient developed symptoms and was readmitted. A cardiac tamponade was observed and open surgery was performed to repair a possible lv perforation. The cause of the injury was discussed but not determined. It was speculated that the wire may have traversed a leaflet in a sub-optimal location, resulting in an injury during laceration that manifested as an lv perforation/tamponade. At the time of the report, the patient was in stable condition and recovery from the surgery. The valve remains implanted in the patient. The native annular diameter measured 276mm2 with a very small aortic root. The lvot tapered to 260mm2. The sov measured 20.8mm x 21.5mm x 21.8mm. The left coronary ostium was 10mm. The right coronary ostium was 9mm.